Event description:
On (B)(6) 2010, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was not suitable for endovascular repair since the proximal neck and the terminal aorta to the common iliac artery were strongly tortuous, and the neck length was less than 10mm. The procedure was conducted as labeled. The procedure consisted of placement of a zenith main body graft and two zenith iliac leg grafts, and the tortuous became better because of placing the stent grafts. The final angiography confirmed a type I endoleak; however, the physician decided not to perform add'l procedure for the leak because he though it would be done after heparin was neutralized. (1820334-2010-00432) late at night on the same day, an exam confirmed acute occlusion of the left leg graft due to a kink at the junction of the mainbody and leg graft. Urgently, clots were removed by fogarty catheter, and the physician tried cannulation for placing an add'l stent, but failed. He performed fem-fem bypass procedure instead. The pt is doing fine. Add'l info provided (B)(6) 2010: the pt's abdominal aortic aneurysm was ruptured. The aneurysm was 70mm. The physician thinks it was due to the proximal type I endoleak. A bypass surgery was performed and the pt is doing fine after the surgery. Dates are not provided. Add'l info provided on (B)(6) 2010: the date of aneurysm rupture was (B)(6) 2010. The bypass surgery was axillo-bilateral femoral bypass.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.